Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Customer reset the pump prior to contacting technical support and was instructed to continue using the pump, with guidance to call back if the malfunction code recurs.